Manufacturer narrative:
The equipment was not evaluated after the treatment because there was no indication that a malfunction caused or contributed to the reported issue. The clinic is reporting this event only and did not request field service or clinical support. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Customer reported that patient is delayed healer secondary to prescription. Patient was educated upon choosing treatment that right eye would take a significant amount of time to heal because of her entering prescription. Patient accepted this before treatment and epithelial is still healing from treatment. Visual acuity has improved but patient is not fully heal. Femtosecond laser was not used to create flap. Photorefractive keratectomy (prk) procedure was done. An oral steroid was not prescribed. Topical steroid dosage was increased. A flap lift and rinse was not performed. Patient has blurry vision in the right eye. Patient experienced a loss of best corrected visual acuity. Pre-op bcva was 20/25 in both eyes. Post-op bcva was 20/40 in the right eye. Patient has noticed vision has improved slightly since last visit.